Event description:
It was reported that the guide catheter broke. A mach 1 guide catheter was selected as part of treatment of the target lesion. After the guide catheter was advanced, it was noticed that the distal end had come off. The disconnected part of the catheter was still on the guidewire and was able to be removed with the guidewire. The device was removed fully by pulling it normally out. Another of the same device was then used to complete the procedure successfully. No complications were reported, and patient condition is normal post procedure.

Manufacturer narrative:
The returned product consisted of the mach1 guide catheter along with an unknown guidewire. A visual inspection revealed that the shaft of the device was twisted and detached .5mm distal of the strain relief of the hub. There was exposed braiding at the twisted and detached shaft. The shaft was also kinked 72.5cm distal of the strain relief of the hub. When functional testing was attempted to be performed, the hub was able to be removed from the unknown guidewire with no issues or resistance. As the device was used past unpackaging, this means the device passed inspection by the facility when removed from the packaging, before use with no potential indicators of any damage or any issues that could contribute to the reported event. As a result, the event most likely happened due to probable causes related to the procedure or the patient anatomy. As it was reported that the event occurred when rotating the device into the lesion, it most likely the event was caused during the procedure from handling the device during interaction with another device or the patients anatomy. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.

Event description:
It was reported that the guide catheter broke. A mach 1 guide catheter was selected as part of treatment of the target lesion. After the guide catheter was advanced, it was noticed that the distal end had come off. The disconnected part of the catheter was still on the guidewire and was able to be removed with the guidewire. The device was removed fully by pulling it normally out. Another of the same device was then used to complete the procedure successfully. No complications were reported, and patient condition is normal post procedure.